Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a perforation occurred. (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). During the procedure a perforation occurred and intubation, cardiopulmonary resuscitation, and defibrillation were performed. The patient was transferred to the intensive care unit for recovery followed by a stay at a rehabilitation facility. The patient died of unreported causes sixteen (16) months post index procedure.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.